Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The product has not been received for eval and a f/u report will be submitted when the investigation is completed.